Event description:
On (B)(6) 2025, an eye care provider (ecp) in russia reported that a patient (pt) experienced eye pain and redness while wearing acuvue® oasys max 1-day brand contact lenses (cls). The ecp reported ¿bacteria was detected¿ during a check-up at the clinic and that the pt was treated several times (date and treatment details not provided). On 11feb2025, additional medical information was received from a johnson and johnson physician. The date of event is reported as 15nov2024 and both the right eye (od) and left eye (os) were affected. A culture was taken only from the pt¿s od which revealed ¿staphylococcus epidermidis, titer 104¿. The diagnosis provided by the doctor was conjunctivitis, bacterial staphylococcal, both eyes. The pt was prescribed tobramycin 0.3% okomistin and vitabact three times daily (tid) for 10 days. (Okomistin and vitabact are antiseptics.) A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4302340108 was produced under normal conditions. No additional information has been received. No additional information is expected. This report is for the pt¿s od event. A separate report will be submitted for the pt¿s os event. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.